Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01882 for the related device complaint. It was reported to boston scientific corporation that an alliance inflation system was used during a dilatation procedure. According to the complainant, the nurse was unable to deflate the balloon using the alliance inflation system. It was reported that the knob on the alliance handle became stuck, not allowing the balloon to deflate. The nurse immediately removed the syringe from handle and used a second syringe to deflate the balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Note: there is limited information regarding this event and the events reported in MFR reports #'s 3005099803-2010-01875, 3005099803-2010-01877, 3005099803-2010-01878, 3005099803-2010-01880, 3005099803-2010-01881, 3005099803-2010-01882, and 3005099803-2010-01883. Attempts to obtain additional clarification have been unsuccessful. Below is a summary of the information received for all four events (eight device total- four alliance handle reports each with an associated alliance syringe report). Patient's ages are unknown, however it was confirmed that no patient was under the age of 18. Event dates for all four events are unknown, however it was reported they all took place in (B)(6) 2010. Procedure information- it was reported by the complainant that one of the cases was a colonic dilatation procedure and the other three were esophageal dilatation procedures. It was also reported that all four cases were completed without using the handle, just a second syringe to deflate the balloon. Patient information- there were no patient complications as a result of these events, and the condition of each patient following their procedure was reported as "fine." There was one alliance handle lot number reported, lot 682492. It is unknown in which of the four procedures this handle was used. It was reported that it was the initial use of only one of the devices used during these procedures, but it is unknown which device is being reported as its initial use. Physician's name and contact information updated. The same physician performed all four procedures. Investigation results a DHR review was performed for the one alliance handle lot number that was reported, lot 682492. It was concluded that this lot was manufactured in accordance to its specifications and no anomalies were noted. A visual and functional evaluation could not be performed on any of the eight complaint devices as no products were returned for investigation.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01882 for the related device complaint. It was reported to boston scientific corporation that an alliance inflation system was used during a dilatation procedure. According to the complainant, the nurse was unable to deflate the balloon using the alliance inflation system. It was reported that the knob on the alliance handle became stuck, not allowing the balloon to deflate. The nurse immediately removed the syringe from handle and used a second syringe to deflate the balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01881 for the related device complaint. It was reported to boston scientific corporation that an alliance inflation system was used during a dilatation procedure. According to the complainant, the nurse was unable to deflate the balloon using the alliance inflation system. It was reported that the knob on the alliance handle became stuck, not allowing the balloon to deflate. The nurse immediately removed the syringe from handle and used a second syringe to deflate the balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. *updated* the procedure was an esophageal dilatation.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.